Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and failed. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Describe event or problem - additional information. Device availability - additional information. Additional information / device evaluation. Device evaluated by manufacturer - additional information. Event problem and evaluation codes - additional information.

Event description:
It was reported that a loss of connection occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.